Manufacturer narrative:
On 8-jan-2024, the product investigation was completed. It was reported that a patient underwent an unspecified ablation procedure with a smartablate¿ irrigation tubing set and there was glittery-appearing material visible while flushing the device. The material observed was visible inside the tubing and was described as similar to "condensation". The flakes were immobile when unpacking but was able to be moved. Since the flakes were movable by flushing and tapping on the tubing, the medical team decided not to use this set. The tubing was not used on the patient, it was changed before the procedure began. Device evaluation details: the product was returned to biosense webster (bwi) for evaluation. A visual inspection and irrigation test of the returned device were performed in accordance with bwi procedures. Visual analysis of the returned sample revealed no damage or anomalies on the device. Irrigation testing was performed and no issues were observed. No issues related to the reported event were found. However, it should be considered that bubbles on the smart ablate tubing have been investigated by a cross functional team and the engineering analysis suggests that a plasticizer migration in the tubing product may be contribute to a change in tubing appearance including opacity, increase in lumen roughness as well as microbubble adhesion. Plasticizer migration is a known phenomenon in softer polyvinyl chloride (pvc) materials like our tubing set. Additionally, an independent evaluation determined that the plasticizer is not toxic and will not result in adverse health effects in cardiac ablation patients under normal use conditions. Despite any change in tubing appearance, bubbles in the saline remain readily detectable. In addition, the bubble sensor on the smartablate pump uses ultrasound signals and the sensitivity of this sensor is unaffected by any change in tubing appearance. Customers should continue to properly prime and flush tubing per the instructions for use (IFU) and the smartablate irrigation tubing set preparation workflow. The event described could not be confirmed as the device performed without any issues. Bubbles reported may be related to a known plasticizer migration phenomenon of pvc materials and has no interference with the functionality of smartablate pump. Device history record was performed for the finished device ac8518238 number, and no internal actions related to the reported complaint condition were identified. As part of the quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
The bwi product analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc. Or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an unspecified ablation procedure with a smartablate¿ irrigation tubing set and there was glittery-appearing material visible while flushing the device. The material observed was visible inside the tubing and was described as similar to "condensation". The flakes were immobile when unpacking but was able to be moved. Since the flakes were movable by flushing and tapping on the tubing, the medical team decided not to use this set. The tubing was not used on the patient, it was changed before the procedure began.